Event description:
Title: the xing technique for intracorporeal ileal conduit: outcomes from a single center. The aim of this study is to describe our surgical technique for intracorporeal ureteroileal anastomosis and to assess its safety and short- term outcomes. Between march 2018 to october 2022, a total of 90 patients underwent icic (intracorporeal ileal conduit) procedures with xing anastomosis using 4¿0 vicryl suture. Reported complications are n=1; hemorrhage treatment: red blood cell transfusion n=2; fever (2.2%, clavien- dindo [cd] grade I) treatment: not mentioned n=2; wound infection (2.2%, cd grade I) treatment: not mentioned n=4; lymphatic leakage (4.4%, cd grade I) treatment: not mentioned n=3; urinary tract infection (3.3%, cd grade ii) treatment: not mentioned n=2; incomplete ileus (3.3%, cd grade ii) treatment: not mentioned n=1; postoperative bleeding (1.1%, cd grade iii) treatment: not mentioned n=5; hydronephrosis treatment: not mentioned n=3; mild hydronephrosis treatment: not mentioned n-2; unspecified complications treatment: balloon dilation of the anastomosis was performed. In conclusion, use of the xing technique may simplify the ureteroileal anastomosis procedure for an intracorporeal ileal conduit and reduce the incidence of anastomosis stricture. The short- term results are satisfactory.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: int j urol. 2025 aug;32(8):1034-1038. Https://doi.org/10.1111/iju.70096. Epub 2025 jun 9. Pmid: 40488742.